Event description:
The manufacturer received information alleging an issue with the ventilator's power supply. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue.